Manufacturer narrative:
Examination of the returned device confirmed the tab is broken. The root cause is attributed to design. (B)(4) were initiated as a result of (B)(4) to address tab fracture. The updated design will be released with a new product code however; no products have been released for distribution at this time. No further corrective action required. Monitor through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Handle won't hold onto the punch.